Event description:
It was reported that a torn tip occurred. A transcatheter aortic heart valve replacement procedure was performed. A size medium acurate neo2 valve was implanted per the instructions for use(IFU) with great result. The patient did very well and acurate neo2 valve performed normally. After removal of the isleeve introducer sheath, the physician noted that the tip of the sheath was torn in an atypical manner. No patient complications were reported.

Manufacturer narrative:
H3: device eval by manufacturer: returned device consisted of an isleeve introducer sheath with the dilator completely pushed into/through the isleeve introducer sheath, and out of the isleeve introducer sheath tip. All three seams were expanded. The seam expansions were consistent with device use and are expected. The first seam expanded from the tip to approximately 12cm, then from 15.5cm to 18.5cm. The second seam expanded from approximately 6cm to 20.3cm. The third seam expanded from approximately 0.5cm to 19.5cm. Kinks were observed along the isleeve introducer sheath. A total of four kinks were observed. The first kink was identified at approximately 11cm along the isleeve introducer sheath from the tip. The second kink was identified at approximately 13.5cm from the tip. The third kink was identified at approximately 16.8cm from the tip. The fourth kink was identified at approximately 17.8cm from the tip. The reported tip damage was confirmed. The tip contained a large tear long the seam which was consistent with and expected with device use.

Event description:
It was reported that a torn tip occurred. A transcatheter aortic heart valve replacement procedure was performed. A size medium acurate neo2 valve was implanted per the instructions for use(IFU) with great result. The patient did very well and acurate neo2 valve performed normally. After removal of the isleeve introducer sheath, the physician noted that the tip of the sheath was torn in an atypical manner. No patient complications were reported.